Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnosis procedure and the procedure was completed by restarting the system. The philips engineer inspected the system remotely and confirmed that the system would not produce x-rays. The engineer tried to recreate the image store, but the issue was not resolved. Review of the log file showed that the ippc had malfunctioned. The philips field service engineer (fse) went onsite and replaced the hard disk of the ippc. After replacing the ippc, the issue was resolved and the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not produce x-rays. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.